Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the conductor wire was found with the insulation retracted. The wire appeared to have been partially pulled out, exposing the wire. Components adjacent to this wire did not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.